Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). The patient's sample was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii assay results for 1 patient sample on a cobas 8000 e 801 module, serial number (B)(4). This medwatch covers the ft3 iii patient results. Refer to medwatch with patient identifier (B)(6) for information regarding ft4 iii results. Refer to the highlighted sections of attachment "(B)(6)" for patient results. The results were reported outside of the laboratory.

Manufacturer narrative:
The patient sample was returned for investigation. The customer's ft3 value was confirmed. An interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay was detected in the sample. This interfering factor caused the falsely elevated value of the ft3iii assay. The rarely occurring event of this interfering factor is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A general product problem could be excluded.